Event description:
Pt had left total knee replacement. Postoperatively had "ice man cooler" wrap placed around knee in the operating room. A quarter size blister was noted to left thigh near site where cooler tubing was.arrangement is made with pt preoperatively to use the machine. Used in hosp and then home for (usually) orthopedic cases that require cold therapy. Rep from co comes to bring equipment to hosp on day of surgery as pad needs to be placed in the or.